Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported "rupture." This record is for right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b1, g2.

Event description:
Patient reported "deflation." Healthcare professional later confirmed deflation. This record is for right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on the device. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Device has been explanted.